Manufacturer narrative:
The blade subject to this MDR has not yet been returned for evaluation. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause is determined to be multi-factorial. Handpiece: system 5 sagittal saw.

Event description:
It was reported that the blade snapped and broke at the mount during a total knee replacement procedure. It was further reported that the procedure was completed successfully. No adverse consequences were reported.